Event description:
It was stated that the customer called to request assistance with setting the tone higher. It was stated that the customer recently was hospitalized for a seizure and would like to hear the tone if asleep. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.